Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system, including an ipg and two percutaneous leads, on (B)(6) 2006. It was reported that the pt had stimulation but the charger was only able to communicate with the ipg on an intermittent basis. A replacement device was sent to the pt, but it is currently undetermined if the external device resolved the issue. No further info is available. This report is being submitted as a precautionary measure as similar alleged events occasionally resulted in the explant of the ipg.